Event description:
Mother of a pt reported her daughter experienced no problems during trial fit of night & day lenses in 2006. Unspecified lens care products used. After 1 week extended wear use, the pt was treated with vigamox for bilateral conjunctivitis. Event resolved & lens wear resumed. After 1 week extended wear, conjunctivitis reoccurred & repeated on and off for about three to four months in 2006. Pt awoke with bilateral severe pain & photophobia. Eye care practitioner reported pt was fit with lenses in 2006, but did not pick up lens supply until about five months later, and is not sure what or how lenses were worn during this timeframe. Prior history of wearing acuvue advance. Lens care system unk. Eval at about four months later revealed lens wear discontinued 2 days prior. Right eye diagnosis 2 infiltrates, largest 4 mm, central cornea, mucopurulent discharge, mild anterior chamber reaction, vigamox q15 mins x 8, then q4 hr around the clock. Left eye - no infiltrates, no staining, but during third follow up visit, 2 central scars left eye were noted from unk source. Despite requests, no further info has been provided.

Manufacturer narrative:
As there was no product returned or lot info provided, no detailed investigation can be performed.